Event description:
It was reported that the right ventricular (rv) lead was explanted due to product performance anomaly. Additionally, a medication was used during procedure. A new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to product performance anomaly. Additionally, a medication was used during procedure. A new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the helix would not perform normally after repositioning the lead. No adverse patient outcome.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess the electrical performance of the lead. Measurements from these tests were within normal limits. Visual inspection revealed a bent in helix. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found anomaly. The direct observation of a bent helix tip, which is deformed to the point of inhibiting extension and retraction of the helix, is a known risk for active fixation leads.

Event description:
It was reported that the right ventricular (rv) lead was explanted due to product performance anomaly. Additionally, a medication was used during procedure. A new lead of the same model was successfully implanted. The lead was returned for analysis. No additional adverse patient effects were reported. Additional information received indicates that the helix would not perform normally after repositioning the lead. No adverse patient outcome.